Manufacturer narrative:
This is a supplemental report filing as the complaint device was returned for evaluation. The reported three unused devices were returned in their original unopened packages for evaluation. Visual inspection by the packaging engineer verified the seal transfer was less than 1/4" on all three returned devices. The seals were at an angle; therefore, it was determined the devices were loaded into the sealer incorrectly. Dye leak testing was performed and a breach of sterility was confirmed. Of the lot containing (B)(4) units, this is the only complaint for this product and failure mode. A two-year review of complaint history revealed a total of 22 complaints involving 43 devices have been reported for this product family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide., making the rate of occurrence of this failure 0.0016 percent. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This issue will continue to be monitored through the complaint system.

Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(4) rejected three 139104ext ultraclean electrode blades with "insufficient heatseal" during incoming inspection. In this instance, there was no patient involvement as the packaging anomaly was discovered prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.